Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a normal device change out, this lead was explanted due to a product performance issue.

Manufacturer narrative:
We were notified that this lead was explanted due to loss of capture and insulation damage. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.